Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, occlusion during use. The following information was provided by the initial reporter: the product was in use and appeared not to go liquid; quantity affected (B)(4) units, physical device can be returned (B)(4) unit with photographs provided.